Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45 day follow up, transesophageal echocardiography (tee) imaging showed a trace anterior pericardial effusion. No intervention was required.